Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's best friend reported via phone call that the customer's insulin pump alarmed button error. The alarm would not clear despite pressing the act and esc buttons. The patient's blood glucose at the time of incident was 268 mg/dl. The customer had been drinking wine and was intoxicated at the time of call. Before further troubleshooting could occur, the customer was taken by ems to the hospital. The patient's blood glucose was 265 mg/dl when ems arrived. The insulin pump was not returned or replaced since the warranty information could not be covered with the customer. The customer will have to call back in order to receive a replacement device.